Event description:
The download data for a (B)(6) male patient revealed several abnormal shutdowns. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon evaluation, monitor produced abnormal shutdowns. The cause of the reported problem is a defective pxa component u104 on computer / analog (ca) board sn (B)(4). The root cause of the defective u104 could not be positively identified. No adverse event resulted from the defective u104 component. The patient received a replacement monitor.